Event description:
Caller states that he performed the following results back to bacmk within 10 minutes: 427 mg/dl, 196 mg/dl, and 189 mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.